Manufacturer narrative:
The pump was not received stuck in manufacturing mode. The pump passed the functional testing, including the self test, sleep current measurement, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, and delivery accuracy tests. The test reservoir volume matched the units left on the pump screen. The motor was tested outside of the unit and passed. The pump had minor scratches on the display window and a pillowing keypad overlay.

Event description:
The customer reported via phone call that they had to visit the emergency room on (B)(6) 2017 due to diabetic ketoacidosis. They ate a meal out of her normal range. The customer's blood glucose level at the time of admission was 600 mg/dl. They were wearing the insulin pump at the time of the hospitalization. It was noted that they had gone through a full-body scanner at the airport with the insulin pump on. The customer's current blood glucose level was 185 mg/dl. Troubleshooting was performed and insulin exited without incident. The device was returned for analysis.